Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed atrial undersensing. Upon review, atrial undersensing was likely attributed atrial flutter response (afr) extending the post-ventricular atrial refractory period (pvarp), followed by an atrial paced beat and ventricular paced beat with a short av delay. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.